Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, and a21 error test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test. Device was unable to prime during prime or a33 test due to loose or protruded drive support disk. Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. Device had missing segments due to cracked lcd glass. Device uploaded properly using carelink. Device had cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the drive support cap was sticking out. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.